Event description:
It was reported that the right atrial (ra) lead exhibited noise, abrupt impedance rise, high impedance and oversensing resulting in inappropriate mode switches. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.